Manufacturer narrative:
Section a patient information, no patient information available. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c co2 results with 6 samples when using the alinity c processing module. Two examples were provided. Sample 1 alinity c co2 of 36.6, repeated 26.2 (different instrument, reported result). Sample 2 alinity c co2 of 41.5, repeated 24.5 (different instrument, reported result). The customer uses a normal reference range of 20 to 29 mmol/l, critical high >/= 40 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity c co2 results with 6 samples when using the alinity c processing module. Two examples were provided. Sample 1 alinity c co2 of 36.6, repeated 26.2 (different instrument, reported result). Sample 2 alinity c co2 of 41.5, repeated 24.5 (different instrument, reported result). The customer uses a normal reference range of 20 to 29 mmol/l, critical high >/= 40 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a low flow rate at the sample probe wash cup. The fsr resolved the issue by adjusting the sample wash cup flow rate. In addition, the fsr calibrated the probes and drained the degasser. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the sample wash cup did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the sample wash cup were identified.